Event description:
The customer reported that the system was not auto tracking and the abs was not working properly. Additionally the system displayed poor image quality.

Manufacturer narrative:
(B) (4). The ge service rep found the system to be within specs. He reseated the image processor and display adapter pcb's. The system operates as intended.